Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot mre for sterile part: part:02.210.120s, lot: l438305, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 02. June 2017, expiry date: 01.may 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile product 02.210.120 / h362775, manufacturing location: monument, manufacturing date: 11-may-2017, part number: 02.210.120, 2.4mm va locking screw stardrive 20mm, lot number: h362775 (non-sterile), lot quantity: 119 . Work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft threads, head threads & flutes, final inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.211.120.999, 2.8mm screw blank 20mmw/sd8 02.4 var angle w/es362sec ss, lot number: h358451, lot quantity: 916. Twenty-two pieces were scrapped in cell at op #20, turn head, after being dropped. Work order traveler met all inspection acceptance criteria apart from the twenty-two pieces noted. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h6: investigation summary investigation selection investigation site: cq zuchwil , selected flow: damage . Visual inspection: there are deep striation marks and deformation signs at the top of the screw-head visible. The outside threads are not damaged. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Summary: the complaint condition is confirmed due to the received condition of the device. Multiple factors can lead to this kind of damages, but most likely wrong torque or angulation of the screwdriver in combination with excessive force application during use is the most accurate root cause related to this malfunction. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Additional data-d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as may 21, 2019 but should have been july 16, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the screw mark of the variable angle (va) locking screw stardrive was impossible to fix with the unknown screwdrivers. There was a surgical delay reported. No patient consequence. Surgical outcome is unknown. Concomitant device reported: stardrive screwdriver shaft (part # 314.453, lot # 8839096, quantity 1), stardrive screwdriver shaft (part # 314.467, lot # 7473890, quantity 1), this report is for one (1) 2.4mm va locking screw stardrive 20mm-sterile. This is report 1 of 1 for (B)(4).